Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a cervical discectomy, fusion, cage insertion, with anterior cervical instrumentation at c4-7. On (B)(6) 2010, the patient underwent an axialif posterior at l5-s1 using rhbmp-2/acs . Sometime postop, the patient reportedly developed new pain in her neck, shoulders, and the back of her head. The patient reports that she "cannot lift anything because of her arm, neck, and back pain, and has difficulty sitting or standing for extended periods." The patient continued treating with the doctor until (B)(6) 2011.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the fall of 2010, the patient experienced low back pain. In the surgery on (B)(6) 2010, the patient was implanted with rhbmp-2/acs. After this surgery, the patient developed new pain in her neck, shoulders, and the back of her head. Post the second surgery on (B)(6) 2010, the patient continued treating with the same surgeon until (B)(6) 2011. She is physically limited in nearly everything she does. She continues experiencing the pain she experienced before, but with greater severity. Additionally, her pain is extensive. She cannot lift anything because of her arm, neck, and back pain, and has difficulty sitting or standing for extended periods. The patient was implanted rhbmp-2/acs with a posterior approach.